Event description:
A report was received that during an implant procedure patients airway had collapsed. It was noted that it was not device related. The case was aborted and the patient was intubated to re-established the airway. Intubation was successful.